Manufacturer narrative:
Correction to field d4. Unique identifier (UDI) #.

Event description:
It was reported that the arm alignment is out and needs to be realigned. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. The arm mirrors 1 and 2 tension joint were found damaged, therefore, replaced. After the mirrors were placed and aligned, the issue was resolved, thus confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the arm alignment is out and needs to be realigned. There was no patient involved.

Event description:
It was reported that the arm alignment is out and needs to be realigned. There was no patient involved.

Manufacturer narrative:
Upon receipt of the articulated arm at our quality assurance laboratory, the arm was thoroughly analyzed. Visual analysis of the returned arm found that the arm in good physical condition, with no issues. The console was also serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the articulated arm of the console and determinate that the arm was damaged at mirrors 1 and 2 tension joint, therefore, replaced. After the arm was replaced and aligned, the issue was resolved, thus confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the arm alignment is out and needs to be realigned. There was no patient involved.